Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced and episode of ventricular tachycardia and cardiopulmonary resuscitation was initiated, the patient was defibrillated four times, and received adenosine and max doses of dobutamine, epinephrine, norepinephrine were started. The patient's code was called, and the patient expired while on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.